Manufacturer narrative:
Section h6, results code grid and conclusion code grid have been corrected. Section h11, additional mfg narrative, has been corrected: a stryker service representative performed an evaluation of the customer¿s device and was unable to verify or duplicate the reported issue. The technician noted, while servicing the device, that the sd card was popped out. It is not clear if the sd card popped out during service or beforehand, prior to the reported event. This could not conclusively be determined to have caused the original event but may have contributed. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device alarmed and paused. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device alarmed and paused. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The technician reseated all the connectors to solve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.